Event description:
Icast stent slid off of balloon. Physician tried to get it back using several devices but could not. Had to place and deploy it distally to intended area. Angioplastied intended place instead. Physician states this has happened before with him and partners. He says the cloth material can get stuck/hung up on calcifications or previous stent struts.